Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that they encountered persistent pump suction alarms and a placement signal not reliable alarm during impella 5.5 support. Persistent suction alarms were encountered and the nurse (rn) stated that they have been diuresing the patient and they believed the suction could be related to volume. No central venous pressure reading was available. Patient's cuff pressure (140/77) was significantly higher than the placement signal (87/27). It was advised that the sensor had likely drifted as the pump had been in for more than 40 days. Discussion was held with the team on how to disable the audio for suction. Additionally, placement signal not reliable (psnr) alarm was also encountered and it was recommended to disable the audio of the alarm as it did not affect pump performance. The patient outcome was reported to be stable.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. False alarm: data logs at time of persistent suction alarms showed no motor current spike or trend in placement signal to indicate ingestion. Pump flows are stable at that time and optical parameters are within range. The cause of the false alarm could not be definitively determined as limited clinical details were provided and no product was returned for evaluation. Optical signal issue: data logs were reviewed and at time of reported issue showed a slight drift down in placement signal over approximately 12 hours before placement signal rails to 3000 and out of range for remainder of case. The cause of the optical signal issue was due to sensor wear within pump design life of 60 days. Device history review: the device passed all the post sterile inspection checks.